Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2017. The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 19.5 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017 and rotated to 170 degrees from the target degree of 120, which was a difference of 50 degrees. In addition, the patient's post-operative visual acuity was 20/50 and she complained of blurry vision. Therefore, a second surgery was performed on (B)(6) 2017 to rotate the lens back to the 120 degree target. Post-operatively, the lens stayed at 120 degrees and the patient's visual acuity was 20/20. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.